Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02121-1. The following section was corrected: b6 visual examination of the provided pictures identified the poly is worn. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the left elbow arthroplasty locking pin. Marked radiolucency along the visualized implants and implant loosening as noted. Marked osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: south africa. D10 - medical product: catalog #: 32-8105-043-01, ulna assy plasma 3inin xsm; catalog #: unknown, pin/bushing x2. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02121. H3 other text: discarded.

Event description:
It was reported that a patient had an initial surgery about 7 years ago. Subsequently, a revision of a total elbow was completed about a month ago. Both locking pins were broken, the ulna was loose, and the joint was full of metallosis. Attempts have been made and there is no further information at this time.